Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatations. The balloon was inflated twice at 14 atmospheres for 30 seconds, but during the second inflation at 14 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no complications nor injuries reported and the patient was in good condition.